Manufacturer narrative:
This report is submitted on january 3, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the surgeon experienced resistance during insertion of the electrode due to difficult anatomy. Subsequently, the silicone stopper detached from the sheath. The surgeon discontinued use of the initial sheath, using the sheath from the backup implant to re-load the electrode. The initial implant was successfully implanted and there was no report of patient injury.